Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the display was dim and letters had a red hue. Unrelated to these issues, the audio bolus button was torn, but was still operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim. This report is made based on results of investigation completed on 08/03/2015.